Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump reset events that appear consistent with electrostatic discharge (esd). The submitted log files also confirmed an internal lvad (left ventricular assist device) fault; however, a specific cause for the internal lvad fault could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of chest pain could not be conclusively established through this evaluation. The patient experienced chest pain with no other adverse events. It was noticed that the patient had lvad fault alarms. Esd events were unable to be confirmed as the patient was at home. The patient was discharged to home. The submitted log files were reviewed. An lvad internal fault alarm was activated on 03mar2023 that was associated with a communication error of the pump with the memory integrated circuit; the fault remained active until 07mar2023 at which point a pump reset event was captured, power cycling the pump. Pump resets were captured on 07mar2023, 08mar2023, 09mar2023, and 10mar2023 with low speed advisory, low speed hazard, low flow, and pump stop flags active. The pump reset events resolved quickly enough to not activate any audible alarms, per design. The pump reset events appear consistent with esd. The system otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Section 5 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was being evaluated in emergency department for chest pain.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that left ventricular assist device (lvad) fault was observed with power cable disconnect notifications in their history during power sources changes between mobile power unit (mpu) and batteries from (B)(6)2023 to (B)(6)2023. The log review confirmed lvad internal fault alarms between (B)(6)2023 and (B)(6) 2023 that were related to the communications hub within the pump. These alarms can be resolved with a pump power cycle. The pump was reset on (B)(6)2023 as a result of an esd (electrostatic discharge) event. There appeared to be further esd events on (B)(6)2023, (B)(6)2023, and (B)(6)2023 with the pump being off for no more than 5 seconds. The esd could not be confirmed as patient was at home. The cause of lvad fault was unknown. Power disconnect resolved by plugging the cable back in, as the alert was associated with switching between mpu and battery. The patient had no other adverse events. The patient was at home.